Manufacturer narrative:
Device was scheduled to be explanted on (B)(6) 2017. It is unknown if that procedure occurred as planned.: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original surgery to treat a left proximal humerus fracture was performed on (B)(6) 2017. The patient was implanted with sixteen (16) synthes devices which include twelve (12) locking screws, three (3) cortex screws and one (1) plate. The patient returned on an unknown date for post-operative x-rays. The x-rays revealed non-union as the fracture did not heal as expected. It was also reported that the patient had fallen multiple times post-operatively and was non-complaint with post-operative care. To address the non-union, surgeon will be performing a revision for hardware removal on (B)(6) 2017. It has been decided that all of the 16 implanted devices will be removed. Patient will be revised to a different treatment plan and no new devices will be implanted; it is unknown if that procedure occurred as planned. There was no reported product problem and per the x-rays, the devices appeared to be intact. This is report 11 of 16 for (B)(4).